Event description:
On 28-jan-2026, arthrex was notified via email of a case study published in 2025 by the european journal of orthopedic surgical traumatol titled ¿bicepbrace biceps tendon augmentation improves outcomes one year following surgery¿. The study reviewed eleven (11) patients who underwent shoulder procedures using arthrex fibertak devices. Two (2) patients were documented to have had rotator cuff lesions resulting in one (1) patient experiencing a device failure during the twelve (12) month follow-up period. Ref: joaquin, t., et al. (2025). "Bicepbrace biceps tendon augmentation improves outcomes one year following surgery." Eur j orthop surg traumatol 35(1): 159.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.